Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and was analyzed. A patient alert triggered for excessive charge time on (B)(4)-2011, and patient alerts also triggered for charge circuit timeout on (B)(4)-2011. The device was returned and analyzed. A gate oxide/cap oxide current leakage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and was analyzed. A patient alert triggered for excessive charge time on (B)(6) 2011, and patient alerts also triggered for charge circuit timeout on (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient presented with a long charge time for defibrillation of over thirty seconds and had also "timed out" during further testing. The device also measured inconsistent battery voltage. It was noted that the device was at end of service (eos). The device was removed and replaced. There were no patient complications reported as a result of this event.